Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. Healthcare professional reported right side rupture confirmed with MRI and ultrasound. Device has been explanted, replaced with non-abbvie device, and discarded.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: unable to observe due to photo quality. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b.5., b.6., d.6b., h.6., h.11.

Event description:
Patient reported right side rupture. The device has bee discarded.